Event description:
It was reported that intermittent occlusion alarms occurred. The customer reported using cold insulin. Tandem technical support informed customer that col insulin is off label per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available,a supplemental report will be submitted. H3 other text : device not returned.